Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, and the issue was resolved as the customer successfully started their sensor session without further errors.